Event description:
Had a stent come off the balloon while attempting to cross a second extremely calcified lesion in the proximal lcx artery after unsuccessfully trying to cross the lad lesion. The stent was retrieved, no harm noted to the patient.